Event description:
It was reported that the patient experienced bradycardia. Upon interrogation, this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This pacemaker device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Reported power was acceptable for device setting. Review of device memory noted no fault codes or resets recorded. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient experienced bradycardia. Upon interrogation, this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This pacemaker device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported.